Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device found that the returned balloon had evidence of being inflated. A kink was noted in the shaft at the rapid exchange (rx) bond. The device was attached to an encore inflation unit and inflated to its rated burst pressure (rbp) without issue. A visual and microscopic examination of the balloon observed no damage to the balloon or blades. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, patient complications occurred. The 70% in-stent restenosed and concentric lesion being treated was located in the mildly tortuous left anterior descending (lad) artery. The lesion was 15mm long and the vessel diameter was 3.75mm. During inflation of the 3.5 x 10mm flextome mr cutting balloon, the patient started to experience tachycardia. The arrhythmia was treated with "medication, observation, input of a temporary pacemaker and transfer to bigger hospital where has more facilities". No further patient complications were reported, and patient status as reported as 'stable'. The physician's assessment of the relationship of the event to the device is unrelated.

Manufacturer narrative:
(B) (4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, patient complications occurred. The 70% in-stent restenosed and concentric lesion being treated was located in the mildly tortuous left anterior descending (lad) artery. The lesion was 15mm long and the vessel diameter was 3.75mm. During inflation of the 3.5 x 10mm flextome mr cutting balloon, the patient started to experience tachycardia. The arrhythmia was treated with "medication, observation, input of a temporary pacemaker and transfer to bigger hospital where has more facilities". No further patient complications were reported, and patient status as reported as 'stable'. The physician's assessment of the relationship of the event to the device is unrelated.